Event description:
During a thoracoscopic wedge resection procedure, the cartridge broke in the cavity. The components were retrieved laparoscopically. No patient injury was reported.

Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.